Event description:
The recipient is reportedly experiencing decreased performance, despite device testing results within normal limits. Programming adjustments were made, and the issue resolved slightly, however, the sound quality is poor. The recipient is a poor performer. Revision surgery will be scheduled.

Manufacturer narrative:
Correction: sections b.1, b.2, & h.1. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.